Event description:
Olympus was informed that during an unspecified procedure, the device did not cauterize. It is unk if there was a pt injury associated with this report. Olympus followed up with the user facility to obtain more detailed info regarding this report but with no result.

Manufacturer narrative:
The device reference in this report has not yet been returned to olympus for eval. If add'l info or if the device is rec'd at a later time, this report will be supplemented.